Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 silicone came off one of the jaws. The detachment was noticed when boving branches of the vein when approx 50% of the way through that portion of the harvest, the bovie did not seem to be cauterizing all the way through or taking longer, when they took out the black bovie extension, they noticed clear silicone part was missing. The silicone detached into the tunnel and was retrieved from the patient with the hemopro jaws. No additional time or incisions. Procedural delay for time enough to retrieve and open a new kit. Finished case with new kit. No harm to the patient.

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/17/2022. An investigation was conducted on 06/01/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Charred material was observed on the heater wire. The heater wire was observed to be intact, no visual defects were observed. The clear silicone insulation on the entire cold jaw was observed to be detached from the jaw, exposing the entire metal portion of the cold jaw. The detached cold jaw insulation was not returned for evaluation. The clear silicone insulation on the hot jaw was observed to be intact, with no visual defects observed. The tip of the shaft was observed to be peeled, exposing the inner portion of the shaft. The shaft tip was also observed to be bent upwards. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure "peeled;jaw" was confirmed as well as for the analyzed failures "peeled;shaft" and "material twisted/bent shaft". The lot # 25162711 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.